Manufacturer narrative:
Batch review performed on 30.august.2019: lot 179626: (B)(4) items manufactured and released on 16-apr.2018. Expiration date: 05.04.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain due to a supracondylar fracture 1 year after primary. The cause of the periprosthetic is unknown. The surgeon removed all implants and implanted a hinge knee. The surgery was completed successfully.